Event description:
It was reported that a user on the ilet pump experienced recurrent low glucose values overnight after an earlier post-meal high, with readings around the low 70s mg/dl decreasing to the high 60s mg/dl despite treatment with orange juice and glucose tablets. Symptoms included hypoglycemia with low glucose measurements. Outcomes included self-treatment with oral carbohydrate and continued monitoring at home without escalation of care. Investigation included customer support review and troubleshooting education regarding recognition and treatment of low glucose. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the event consistent with hypoglycemia of unclear cause while on insulin pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.